Event description:
It was reported that the 9800 system had a low ma error message. The technique tracked to maximum and there was no image. Also the cross arm brake was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cross arm brake and snubber board were replaced. The ps1 voltage was adjusted and the filament and generator were calibrated during the service call. The system was tested and found to be working as intended, and put back into service.